Event description:
It was reported that a customer's pump screen was broken and subsequently failed to start, even after being connected for more than two hours with two different cables. There was no adverse impact to the customer's blood glucose level. The device was set to be returned, and a replacement pump with a new serial number was scheduled to be provided.